Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, blood glucose level displayed "high" the customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resolve cartridge change error and elevated glucose levels.